Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 480mg/dl, and his blood glucose currently is treated with an insulin drip. The customer stated that the doctor believes the infusion set was not fully connected to his body. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low battery and low reservoir alarms. The self test was performed and passed. Advised the customer to cal back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.